Event description:
During pt support with the bvs console, the console was alarming "low pressure, low flow". There appeared to be no movement of the blood pump bladders although they were full. Pumping via the foot pump was initiated then the pt was switched to a backup console with no impact to the pt. On site evaluation determined a failed power supply. The power supply was replaced and the console was placed back into service.